Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing pain while wearing an adc freestyle libre sensor. She further reported that on (B)(6) 2019 she self-presented to an emergency room because of the pain. At the ER, customer had contact with a healthcare provider who prescribed the following medications: ibuprofen (a non-steroidal anti-inflammatory), nolotil (metamizole or dipyrone, an analgesic), robaxisal (a muscle relaxant), dexketoprofen (a non-steroidal anti-inflammatory). She also had an x-ray and an ¿ecography¿. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product-related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
Customer reported experiencing pain while wearing an adc freestyle libre sensor. She further reported that on (B)(6)2019 she self-presented to an emergency room because of the pain. At the ER, customer had contact with a healthcare provider who prescribed the following medications: ibuprofen (a non-steroidal anti-inflammatory), nolotil (metamizole or dipyrone, an analgesic), robaxisal (a muscle relaxant), dexketoprofen (a non-steroidal anti-inflammatory). She also had an x-ray and an ¿ecography¿. There was no report of death or permanent injury associated with this event.